Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, lead migration was confirmed via x-ray imaging.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a lead migration on their left l2 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.